Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, the system was explanted on (B)(6) 2021. The patient was placed on antibiotics and the infection is now resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.